Manufacturer narrative:
Block b3: exact date unknown, event occurred seven days ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5086112; product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5100038; product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 343497.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead. The patient experienced a charging burden. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.